Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that system was unable to open while around a patient. Representative rebooted the system three times - issue unresolved and performed manual opening process - issue unresolved. Also reported that another imaging system was used while the initial imaging system was still around the patient. Representative reports that the gantry would go up and down but when performing manual open process, gears looked misaligned and there was resistance. This issue occurred intra operatively and caused less than 1 hour surgical delay and navigation and imaging were aborted. There was no reported impact to the patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot#: (B)(6), product ID: bi71000429, serial/lot#: (B)(6), product ID: bi71000273, product ID: bi71000442, h3) the manufacturer representative (rep) went to the site to test the imaging system. They found that the gantry door winch assemble was broken due to over torque trying to open the doors manually. They found that the rotor tractor drive belt with multiple broken teeth. Two door slide guides were broken. The rep removed the broken screw stubs from the gantry frame. They installed the new type of door slide guides, rotor tractor drive assembly and winch assembly. They adjusted the dingus, gantry door mechanism and invalidated the home position. The tractor drive assembly was returned for analysis. They tested the tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed the belt had damage and missing teeth. Returned: 2024-12-19 the winch was returned for analysis. Visual inspection shows the drive gear and the cog gear had damaged teeth and the center cog gear shaft bent. Damaged door winch assembly. Returned: 2024-12-19 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.